Event description:
It was reported that during a da vinci surgical procedure that the permanent cautery spatula instrument's tips charred and were blackened, almost like they burned. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. No missing or fallen pieces were reported. There was no allegation of harm or injury to the patient.

Manufacturer narrative:
The instrument was not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.